Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a shaft fracture occurred. The target lesion was located in the proximal anterior descendant artery. The 3.0 x 20mm liberte mr stent delivery system was advanced through plaque, the shaft "got broken" at the "y" valve outside the patient. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a shaft fracture occurred. The target lesion was located in the proximal anterior descendant artery. The 3.0 x 20mm liberte mr stent delivery system was advanced through plaque, the shaft "got broken" at the "y" valve outside the patient. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the liberte was received inside the product pouch and shelf box. Returned product analysis revealed a hypotube separation 27cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).